Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a 16 french latex foley catheter was placed in the patient at the end of a cysto with stent placement procedure. The foley would not pass the patient's urethra. The physician then noted trauma to the patient's posterior urethra. A 16 french council tip catheter was placed without further impact to the patient.